Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection / evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using x-port isp implantable port. Sometimes later placement, the patient came for the flushing and took x ray. During this time, it was reported that the catheter was allegedly fractured and migrated into right artium. Furthermore, the migrated device was removed by interventional cardiologist. The current status of the patient was unknown.

Event description:
A patient underwent a port placement procedure using x-port isp implantable port. Sometimes later after the placement, the patient came for the flushing and took x ray. During this time, it was reported that the catheter was allegedly fractured and migrated into right artium. Furthermore, the migrated catheter was removed by interventional cardiologist. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one x-port isp implantable port attached to a groshong catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. The distal catheter segment was not returned. A complete compound break was noted on the distal end of the attached catheter. The edges of the complete compound break on the distal end of the attached catheter were noted to be jagged. The surface was noted to be granular in one region and round and smooth in the other region. A split was noted on one side of the border of both regions. Therefore, the investigation is confirmed for the reported fracture, material separation and identified wear and deformation issues. However, the investigation is inconclusive for the reported migration as the exact circumstance at the time of the reported event was unknown. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.